Event description:
It was reported by customer that the hole noted to cathlon before needle retracted, dripping down side of cathlon. Tried flushing and drawing bloodwork but syringe w filled w/air/blood from the hole to cathlon. Verbatim: rcc received a complaint via email. Email(s) attached. Product information product code: 383590 product description: catheter IV closed nexiva diffusics lot/serial #: n/a expiry date: n/a problem information hole noted to cathlon before needle retracted, dripping down side of cathlon. Tried flushing and drawing bloodwork but syringew filled w/air/blood from the hole to cathlon. Occurrences: 1 reporter information **** site information hsc *** sample information incident samples: n/a representative samples: n/a.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Process documents were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection and testing of the samples. Analysis of the sample showed that under magnification the damage to the catheter was observed. A leak test was performed and a leakage was observed. After an evaluation of the processes where this defect could possibly have been caused, bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.